Event description:
A complaint was recieved that stated the end of the delivery system cartridge was crimped. The intraocular lens (iol) was damaged as it passed through the cartridge tip. On 11/7/2006, follow-up information was provided enlargement of the incision was required to accommodate removal of the iol and a vitrectomy with removal of retained cortex was performed in 2006. The reporting surgeon indicates the patient has a good prognosis.

Manufacturer narrative:
H.3., 6.: evaluation summary-- the complaint device was returned for evaluation and verified to have signs of handling. The cartridge may not have been completely seated in the handpiece. Only one tab was smashed. This may have caused the lens to advance incorrectly. The cartridge tip was stressed and split. The associated lens was not returned and no lens information was provided. As a result, we were unable to determine if the correct lens/cartridge combination was used. The product history records could not be reviewed because the facility did not provide a lot number for the complaint product.